Event description:
It was reported that the user experienced multiple hypoglycemic events while using the ilet and requested assistance with a factory reset to begin announcing meals; the user declined a supply change and planned to call back, and the medical device problem and device component information were limited. Symptoms included hypoglycemia with a lowest reported blood glucose of 46 mg/dl, along with dizziness, fatigue, and sleepiness/drowsiness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.